Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. A field service engineer (fse) conducted diagnostic testing using hardware test application (hta) and identified that the drawer was catching on the corner of the front panel. To address the issue, the station was powered down, and the front panel of the drawer was adjusted. Upon restarting the station, all diagnostic tests passed successfully. The customer subsequently tested the drawer, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer 1.1 was repeatedly failed and prevented from dispensing the required medication the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.